Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7120815. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7113487. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7113276. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 595715. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 33034014

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the connection site of the lead extension. The patient was admitted to the hospital and underwent a revision procedure where the full dbs system was explanted, and antibiotics were administered. The patient was doing well postoperatively. The explanted devices were disposed of at the medical facility and were not returned.